Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient charged the implant to 100%, and saw therapy was off. Their symptoms started returning six weeks ago, and they did not know they had to use communicator to turn therapy back on once they charged. They reported after days of trying, they called the manufacturer representative on tuesday, and informed them of their issues. It took the patient a long time to find the ins since they had different surgery for their neck on their spine and only felt that scar. The patient stated they read the book and finally turned therapy back on. They noted dvds would be helpful. They confirmed feeling stimulation. Having a weekly charging session to avoid ins depletion was reviewed. They patient would maintain the stimulation level and continue to track symptoms. They mentioned unrelated medical history which included a broken neck in the past.

Event description:
Additional information was received from the patient. They reported that patient said they have to put a layer between skin and recharger other wise it shocks the patient. Patient said they charged the ins for an hour and the battery percentage didn't improve. Patient said the ins has been depleted for awhile. Patient started having trouble charging sometime in 2022 before aug. Patient was able to start a charging session. Stim was off and ins was 10%, patient had an excellent connection. Patient will charge ins and call back for help turning stim on if needed. Reviewed how position of ins in body can affect charging and recommended following up w/ hcp if continue to have issues. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.